Manufacturer narrative:
Batch review performed on 6/19/2015: lot 140603: (B)(4) items manufactured and released on 05/14/2014. No anomalies found related to the problem. To date, (B)(4) items of the lot have been sold without any similar reported issue. Lot 125088: (B)(4) items manufactured and released on 6/10/2013. No anomalies found related to the problem. To date, (B)(4) items of the lot have been already sold without any similar reported issue. On 6/09/2015 it was communicated that the item was not available, but the sales was going to verify it again.

Event description:
(B)(4).

Manufacturer narrative:
On 28 august 2015 it was prepared a final report with the information already submitted in the initial report. On 31 august 2015 the report was sent to the initial reporter and the case was closed.